Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. Philips field service engineer (fse). Fse was unable to confirm the reported issue. The fse reseated internal power supply cables on safer side. The device successfully passed performance specification testing.

Event description:
Customer reported unit is not turning on. No patient/user harm reported. The event date was not specified; estimate used.